Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they are experiencing multiple events in which the pump is shutting off and not administering the full medication dose to the nicu babies. The customer later states that they have determined that the product issue is due to the fact that they are not using approved syringes and this caused the devices to be unable to determine the correct amount of fluid remaining in the syringe. The customer will start using approved syringes and if there are any further issues, they will contact us. There was no report of patient harm.